Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('had a piece left inside') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnancy."). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the device breakage, pregnancy with contraceptive device and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal date (B)(6) 2012 concerning the injuries reported in this case, the following one was reported via social media: device breakage, pregnancy with contraceptive device, device ineffective and vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('had a piece left inside') and pregnancy with contraceptive device ('pregnancy.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the device breakage, pregnancy with contraceptive device and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: discrepancy noted in removal date (B)(6). Concerning the injuries reported in this case, the following one was reported via social media: device breakage, pregnancy with contraceptive device, device ineffective and vaginal infection. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.